Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID 826850) was placed in a (B)(6) patient on an unknown date. No unusual events during implantation. The patient had a severe traumatic brain injury (tbi) status post motocross bike accident (non-helmeted). The icp sensor worked well icp¿s were elevated despite medical management, so the patient went to the or for a decompressive hemicraniectomy and sensor was replaced on side of hemicraniectomy site. Patient returned to the icp where the icp¿s were 20mmhg-25mmhg despite the bone removal. The waveform was slightly dampened, but the patient had a decompressive hemicraniectomy. The nurse stated that over a 4-hour period the icp started drifting downward into the negative values. It ended up reading -50mmhg and stayed there. Then she noted the cerelink monitor error code on the screen that stated, ¿sensor or extension cable failure disconnect and replace the cable or sensor.¿ the nurse did a ¿hard-stop¿ on the cerelink (she rebooted it), but the error code remained. She then turned the cerelink monitor off for 10 minutes and that did not resolve the issue. She placed a new icp extension cable and did not work. The cerelink monitor was replaced and the error code remained. Due to unresolved issue, the microsensor was replaced and worked fine. Patient died 2 days later, he herniated.

Manufacturer narrative:
The cerelink icp microsensor was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. A corrective and preventive action (CAPA) was opened to investigate the failure mode "out of range reading". The root cause investigation will be captured and communicated under that action. A medical assessment was performed by an integra medical safety specialist and concluded the following: based on the complaint information received, the product and product performance issue was not casual to the patient's death. The sensor that was reading negative 50mmhg was replaced with a different cerelink sensor, which worked fine from the time it was implanted. The patient suffered from severe intracranial injury. Brain herniation is usually the result of major swelling within the brain. This swelling puts pressure on parenchymal tissues, eventually leading to herniation resulting in the demise of these severe traumatic brain injury patients. Common causes of brain herniation include head injury, stroke, cerebral hemorrhage, and brain tumor. "Traumatic brain injury (tbi) is the predominant cause of death after traumatic injury".